Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left and right bottom corners, the right plunger case was cracked, the bottom case was cracked by the l bracket pole clamp, and there was visible contamination by the l bracket pole clamp. A review of the event history log identified primary audible alarm post. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and performed self test/occlusion test.

Event description:
Additional information received via email: no patient impact. Issue was found during testing phase

Event description:
It was reported that syringe pump alarm is not working.